Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During trialing of the femur the fit laterally had gaps in both the distal and anterior chamfer regions. Tka case. Log files: complaints\ut_knoxville_dr_tonne_04162018.

Manufacturer narrative:
Reported event: an event regarding an inaccurate distal and anterior chamfer cuts involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 424 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate distal and anterior chamfer cuts. There were no other reported events for the listed catalog number. Conclusion: an analysis of the case was completed by considering the pre-op implants plan and intra-op completed tasks in the workflow. The data shows that all system checks passed indicating that robotic system was functioning within its specifications. No system defect or malfunction is suspected.

Event description:
During trialing of the femur the fit laterally had gaps in both the distal and anterior chamfer regions. Tka case. Log files: complaints\ut_(B)(6)_(B)(4).